Manufacturer narrative:
The insulin pump received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated they bolus when the device started alarming. The customer removed set and rewind, noticed insulin coming out the end of the tubing and when reconnected it alarmed again. The customer's blood glucose was 8.0 mmol/l. The customer was advised the device will be replaced and revert to back up plan.